Manufacturer narrative:
The customer¿s concerns that the pump modules had broken, or missing sears could not be confirmed. The customer did not return any product. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. A device history review showed the source device is returned to service for suspected under infusion. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The file may be closed based on the above facts. The customer stated that there was no patient involvement. The customer stated that there was no patient involvement.

Event description:
It was reported that the pump modules had broken or missing sears. The customer stated that there was no patient involvement